Event description:
It was reported that the pump exhibited a continuous alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the handle, both plunger cases and the battery door were cracked, and missing two rubber feet. Force sensor test error found in pump event history log. During functional testing using the power up process check and test force sensor, the reported issue was found at power up process and was unable to calibrate the force sensor at low standard. Some contamination was found on main board as a result of fluid ingression. The root cause was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced main board, performed power up process, and all functional tests which passed.